Event description:
I had the essure procedure done on (B)(6) 2013. I woke up with pelvic pain on both sides and I have pelvic pain everyday now. The right side hurts more then my left. I was told on (B)(6) 2013 that my gall bladder needs to come out. I reassured the doctor that my pelvic pain has been there since I had this done. That my right side hurts more and something doesn't feel right. The doctor said he can do a hysterectomy which I told him no that is not necessary and should be a last resort. I asked him if he could just remove the coils he said that a hysterectomy would be better because he doesn't know if the pain is from my tubes or my uterus. I disagree with this doctor so I will not have it done. I was healthy before the essure procedure and have been in pain since I had it done. I was told no side effects with the coils because they are hormone free and only complications would be the coils may have to be reinserted if they come out. I was lied to and pushed into an essure procedure that turns out to be not so great. Everyday in pain. Everyday. It is not worth it. This procedure does not work for everybody. It should be illegal to perform essure procedures. The doctor does not even test for an allergy to nickel before placing the coils. Every women should have an allergy test to nickel done. I wish I never ruined my life and I heard doctors push for the essure procedure because they get kick backs for every one that is done. That is why they push for essure and not having tubes tied.